Manufacturer narrative:
The subject device was not returned to omsc but was returned to olympus (B)(4) (ovn) for evaluation. Ovn checked the device and found that the video connector socket was damaged. Ovn presumed that it caused the error b30. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a preparation for use of the subject device, the endoscopic image disappeared and the error b30 which indicated that there was the communication problem between the endoscope and video processor was displayed. There was no report of patient injury associated with this event.